Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture/ use error: observed a broken and opening assessed as surgical damage per rga and missing shell observed assessed as inconclusive. ¿ capsular contracture: unable to observe. As per the investigation procedure, particles. ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device was explanted. Healthcare professional reported "hole on bottom" for "damage caused by explant surgery?"

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and use error.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported "hole on bottom" for "damage caused by explant surgery?" The device has been explanted.